Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender had a kink in the sheath. The device was used for both external iliac arteries using a radial artery approach. The physician used the device carefully because the patient's radial artery was extremely narrow. The procedure itself was successfully completed. A kink was found in the proximal part of the sheath when the sheath was withdrawn. The sheath was removed without problems by inserting a dilator. To see if the kinked part was broken when the sheath was pulled in the condition where a trap occurred due to spasm or others, the physician pulled the sheath. Then, the proximal part of the sheath was broken. The coil looked stretched in addition to the kinked part; however, the stretched coil is not related to the concern raised. There was no health damage to the patient. The blood loss was less 250cc's. Hemostasis was successfully achieved by the device. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the section and to provide the completed investigation results. One 119 cm 6fr destination sheath was received for product evaluation. The component was decontaminated as per terumo medical corporation's policies and procedures. Visual inspection revealed that the sheath was broken 0.7 cm from the hub. The break was observed under microscope. The sheath shaft was stretched and the coils were observed under microscope and confirmed to also be stretched. A kink was observed 58.5 cm from the proximal end of the sheath segment that broke 0.7 cm from the hub. The sheath tip was observed under microscope and no damage was seen on the tip. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event was due to some torsion and manipulation of the device to re-insert the sheath into the other iliac artery. However, the exact cause of the reported event cannot be definitely determined based on the available information.